Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Based on the investigation result and similar complaint investigation results in the past, a likely cause of the cutting wire breakage might be the following reasons. The cutting wire came contact with the guide wire placed in the body. An electricity was discharged between the cutting wire and the guide wire in the state of ¿1¿. The cutting wire became very high temperature instantaneously due to an electricity discharge. That caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an endoscopic sphincterotomy (est), the subject device was used. The guidewire and the knife wire of the subject device came into contact with each other and spark occurred, and the knife wire broke off 20 minutes after the procedure started. The intended procedure was completed with the subject device since the incision has been completed. There was no patient injury reported.